Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure with vitrectomy, she realized that the implant had certainly been folded incorrectly and the implant had been injected upside down. As the patient had undergone the vitrectomy, the capsule was extremely fragile and she was unable to turn it inside out. So she left it as it was. Additional information was received and stated, the patient was doing very well and was very happy with her vision.

Manufacturer narrative:
Correction information was provided in h.6 and h.11. Correction: FDA evaluation code b17 was sent instead of b20. The manufacturer internal reference number is: (B)(4).